Event description:
Vns device was turned "off" due to problems with the patient's heart rate decrease. The reporter indicated that the patient's seizure duration has decreased but the frequency of the seizures are the same. Reporter also stated that the patient's physician has been trying different medication treatments. The patient will see the physician for re-evaluation.